Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient was hospitalized for meningitis and bone infection. The physician noted that the patient had been living in unsanitary conditions. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event. The patient had received effective pain relief while using the device and wants to be re-implanted in the future.